Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump and received a replace battery now alarm. The customer also reported a crack on the back side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display, replace battery now alarm and cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored, no blank display and unexpected battery power loss noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 19-apr-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 04/18/2025 01:49:00.000 insert battery alarm was found on: 04/17/2025 08:14:08.000 04/17/2025 10:41:16.000, 04/17/2025 10:41:23.000 04/17/2025 10:45:43.000 04/17/2025 10:46:15.000 04/17/2025 10:49:35.000, 04/18/2025 01:49:05.000 04/18/2025 04:54:08.000 04/18/2025 21:12:06.000, 04/18/2025 21:12:36.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data, low battery alert unloaded vaa voltage (battery voltage) of 1.442v. The customer is using a good battery. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/18/2025 01:49:00 faster than expected at 0.62 days. Battery cycle 2 received the lowbatteryalert (104) on 04/09/2025 00:46:00 after more than 7 days at 15.52 days. Battery cycle 3 received the lowbatteryalert (104) on 03/23/2025 16:26:00 after more than 7 days at 18.17 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unexpected battery power loss was confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. Cosmetic damage was confirmed at the back of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, unexpected battery power loss was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.